Event description:
There was an allegation of a questionable elecsys hbsag ii result from the cobas 6000 e601 module for two patients. Patient 1's initial result was 1.85 coi (reactive). The repeat result was reactive; the exact results were not provided. The repeat result on another e 601 was 0.365 coi (non-reactive). Patient 2's initial result was 1.50 coi (reactive). The repeat result was reactive; the exact results were not provided. The repeat result on another e 601 was 0.316 coi (non-reactive).

Manufacturer narrative:
The cobas 6000 e601 module serial number is (B)(6). The customer reported receiving errors during calibration. The investigation determined that the transparent protective cover on the incubation disc was slightly raised on top. When the reagent probe moved to place the reagent into the cuvettes, it slightly rubbed against them. When switching from the ahbs to the hbsag test, the reagent residues left from before cause the false positive results. The investigation is ongoing.

Manufacturer narrative:
The medwatch section d, device identification, was updated. Relevant fields of sections d and g were updated. The investigation determined that there was no reagent issue found. The root cause was identified as being related to the execution of maintenance by the customer. After correctly executing the incomplete maintenance, the analyzer is working according to specification. The investigation did not identify a product problem.